Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found abrasions on the outer insulation at 55.6 cm to 55.7 cm and 56.0 cm to 56.3 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed through analysis.